Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator due to the led turning red. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and the unit was installed onto the test system and failed during testing. The power led turned red. The bipolar led did not turn on and it could not cut/seal. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer was having issues with the vessel sealer extend (vse) instrument and the e-100 generator. The instrument port led was red and the instrument was not being recognized. Prior to calling in the reported issue, the customer switched the instrument from the e-100 to the erbe generator to continue the procedure. The intuitive technical support engineer (tse) recommended power cycling the e-100, the vision side cart (vsc), and/or changing out the instrument to see if that resolved the issue. No known impact or patient consequence was reported. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system initially powered on without errors. The e-100 generator did not regain functionality after the power cycle.